Event description:
It was reported that the user experienced fluctuating blood glucose levels while using the ilet, including a low glucose event and a high up to 292 mg/dl, with variability noted after meals and during increased physical activity while on vacation; the user reported adherence to meal announcement guidance and potential delayed carbohydrate absorption consistent with possible gastroparesis, and completed troubleshooting and education including set change and oral glucose use. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for urgent low glucose treatment with oral carbohydrates and assignment for additional training. Investigation included review of pump performance and user-reported factors related to activity level and meal timing. Investigation of this case revealed no device malfunction reported, with contributing factors likely including exercise-related insulin sensitivity changes and delayed carbohydrate absorption leading to postprandial mismatches. It was concluded, based on previously established findings for similar reports, that the cause was unclear and multifactorial, with user physiology and activity as probable contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.